Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched and the stent failed to deploy. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): guide catheter broken. The stent and delivery system were returned for evaluation. Visual evaluation of the device revealed the stent component to be separated from the delivery system and remained loaded on the guide catheter. The stent appeared deformed due to use of the device. The distal barb of the stent was found broken and was not returned. The suture was found broken and remained on the stent. The push catheter was found kinked and the suture hole of the push catheter was torn. The guide catheter was found stretched and broken. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.